Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. The customer also reported reservoir was loose and a cracked on the compartment and she needs to put a tape on it. The customer treated low blood glucose value with food. Based on customer¿s report customer allege over delivery. The customer stated that the physical damage to the reservoir lip ring. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will be returned for analysis.